Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a cataract extraction with an intraocular lens implant procedure, difficulty encountered during injection. The surgeon moved the plunger up a little to reinject correctly, at which point the proximal haptic was found to be missing, torn at the base of the junction with the optic. The surgeon decided to leave the implant in the capsular bag and to finish the surgery normally with the addition of miostat at the very end of the surgery to contract the iris and maintain the implant in the bag. Additional information has been requested.

Manufacturer narrative:
The delivery system was not returned for evaluation. A photo was provided of a haptic, broken gusset area on a blue drape. Viscoelastic could not be confirmed on the haptic due to the texture of the drape. No determination as to cause can be made from the photo. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The plunger position in relation to the broken haptic during advancement cannot be determined. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Gently advance the plunger in one smooth, continuous motion. Do not advance the plunger too fast or lens damage may occur. Information was provided that the surgeon ¿moved the plunger up a little to reinject correctly¿, at which point the proximal haptic was found to be missing, torn at the base of the junction with the optic. Th specific issue which necessitated the plunger ¿adjustment¿ was not provided. Broken haptics may occur: ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which state the lens remained inside the eye and it was decentered